Event description:
(B)(6) 2022 4 episodes of high rate ns .olsec duration. V-v count 491 since (B)(6) 2021. Rwaves 7.0mv. Bipolar 1900hms, mip-rvcoll , 304ohms, hvb 54ohms, threshold 3v lms. Epicardial ICD system . Pt will be seeing dr das in the office in 2 weeks to discuss future procedures . Per md alarms turned off patient rv lead impedance warnings . Pt is not dependent and has never been shocked from device implanted (B)(6) 2016. Pwaves 2.6mv, 66sohms. 1.lv .4ms capture threshold. Pt being monitored via home ca relink monitor. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).